Event description:
It was reported that the patient presented remotely via Merlin.net. Review of the transmission indicated that the right ventricular (RV) lead exhibited noise oversensing resulted in pacing inhibition. During the RV lead replacement procedure on (b)(6) 2026, an insulation disturbance and breach was visually confirmed and was suspected due to lead to can abrasion. The RV lead was explanted and replaced. The patient was in stable condition.